Event description:
Caller reported blood glucose results of 238 mg/dl and 118 mg/dl within 10 minutes on the aviva system. Also reported results of 406 mg/dl, 149 mg/dl, and 157 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
It was initially reported that the device was wasted. On 04/29/2010 (through follow-up with the health-care provider), a response was received. Per the operative report of (B) (6) 2010: "however, upon inspection after tying the valve in place, it appeared that the tissue along the right coronary sinus had torn through due to its tenuous nature. I did not feel this could be left, so the valve was excised once again and further debridement into a more substantial tissue was carried out."

Event description:
It was reported that a patient underwent a surgical procedure on (B) (6) 2009. During the procedure, the needle detached from the suture when the surgeon grasped the needle-suture with a needle holder. There was no adverse consequence to the patient.